Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer pulsavac plus device was used successfully in surgery. At the end of surgery, operating room staff cut the wire coming out of battery pack. After a few minutes, the outside of the battery compartment became too hot to touch to the hand. A "popping" noise was heard from within the compartment. It was opened and the batteries removed from the contacts. There was battery leakage and corrosion. There was no report of injury or medical intervention associated with the incident.